Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that noise was experienced. The lesion being treated was located in the atrium. While using an intellatip mifi¿ xp temperature ablation catheter noise was noted. The procedure was completed with this device and the signals worked about 30% of the time. No patient complications were noted and the patient is fine. Device analysis noted peeling electrodes.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The device has broken adhesive in the ring 3 and fluids residues under all the rings adhesive. The ablation was verified by using the maestro generator 3000 and the device was found within specification. Electrical test was performed and the device was found out specification. The returned device has an electrical short between the tip and the me1. The device was disassembled to identify the short failure mode. The me1 wire, the guide coil and the stiffening rod is peeled, causing the electrical short between the tip and the me1. The me1 wire was found coiled around the guide coil, which indicates that the wires were not appropriate handled during the manufacturing process and it is possible that the stiffening rod insertion caused the wires damage. In addition, the device has broken adhesive in the ring 3, which could be caused due to the manipulation of the device during the procedure. Also, there is evidence of blood under all the rings adhesive and evidence of blood was found along the shaft tubing when the device was dissected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).